Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the packaged arrived opened. The tyvek was not completely sealed at one edge when the device arrived. Another like device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returned.